Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating an invasive procedure was performed. This lead was surgically abandoned and replaced. There was a concern the lead had fractured. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead presented to the emergency room due to symptoms of palpitations and pacemaker syndrome. Loss of capture at maximum outputs was observed. Pacing impedance measurements and sensing measurements were acceptable. There was a concern the lead had dislodged. The patient was discharged pending a course of action to address the lead. No adverse patient effects were reported.